Event description:
On (B)(6) 2021 a perceval pvs 23mm was implanted and looked good visually. An echo showed aortic insufficiency. The valve was explanted and the surgeon examined the valve, it was noted that one of the leaflets was shorter than the others. On the same date a 23 inspiris was implanted.

Manufacturer narrative:
The valve was returned to the manufacturer for investigation. After decontamination, the valve was visually inspected without highlighting elements of non-conformity according to the specifications. The leaflet #2 is slightly open, but it is in the tolerance limits. The height of each leaflet has been verified by means the specific tool and it resulted in conformity. In order to allow an exhaustive evaluation of the functional behavior, the returned valve underwent hydrodynamic testing in simulated physiological conditions. The results showed that the effective orifice area (eoa) at 70 bpm, 5.0 l/min of cardiac output and mean aortic pressure of about 100 mmhg is 2.50 cm2, well above the iso 5840 minimum requirement 1.25 cm2. For a cardiac output of 5.0 l/min and mean aortic pressure of about 100 mmhg, the regurgitant fraction is (B)(4) and it is below the requirement of iso 5840 ((B)(4)) for a prosthesis of equivalent tad. No anomalies were observed during the open/close cycle in both normotensive and hypotensive conditions. Although a leaflet (i.e. The leaflet #2) can appear stretched / tensioned in a visual inspection conducted on the valve ''relaxed'', it is not to be considered an exhaustive aspect to judge the potential behavior of the valve once implanted. Furthermore, a review of the steady flow test performed at the time of manufacture a release was also performed. The results demonstrate the acceptable opened and closed leaflet performance of the perceval pvs23 sn# (B)(6). No anomalies are observed during the open/close cycle. The valve therefore meets the acceptance criteria of the steady flow test inspection defined in the device function test at the time of release. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device because the claimed issues were not observed during the investigation carried out. No regurgitation and no open/close anomalies were observed during the functional test under hydrodynamic testing conditions. Based on the manufacturer¿s clinical experience, possible root causes related to events of intra-operative central leak/aortic insufficiency could be related to a device misizing or device mispositioning. However, based on the information available, a definitive root cause cannot be established at this time.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. The device has been returned to the manufacturer and further investigation is ongoing.

Event description:
On (B)(6) 2021 a perceval pvs 23mm was implanted and looked good visually. An echo showed aortic insufficiency. The valve was explanted and the surgeon examined the valve, it was noted that one of the leaflets was ''shorter'' than the others. On the same date a 23 inspiris was implanted. There was over 20 minutes of cross-clamp time added and the patient has recovered.